Event description:
Customer reported that her sensor needle broke inside her body and it was hard to take out due to the fracture. Customer stated that when she was able to remove the needle from her body she was bleeding at the insertion site. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Analysis not required. Unable to perform the insertion test due sensors being opened/used. (Introducer needle separated from sensor).